Manufacturer narrative:
The device history record (DHR) review could not be performed because no lot number was available. The sample was discarded; therefore, a sample evaluation could not be performed. Controls are in place that help to identify deviations and conditions in the feed tubing set that could led to the reported failure. The current manufacturing activities are running according to product specifications, meeting quality acceptance criteria, validation process, and released procedures. An action plan is not required currently. The manufacturing site will continue to monitor customer complaints and feedback notifications for adverse trends that require immediate attention.

Event description:
The customer reported the pump started ringing, stopped, and signaled a blockage. The customer didn't see any obstructions in the disposable feeding set. They noticed that many tiny air bubbles were forming in the liquid in the tube at the pump "impellers" that move the liquid through the cassette.